Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross rf wire.

Event description:
It was reported that a perforation and a pericardial effusion (pe) occurred and the procedure was cancelled. During watchman left atrial appendage closure procedure, a versacross access solution kit was selected for use. Once the procedure started, the position was gained access and the transseptal puncture (tsp) was attempted. The radio frequency (rf) was tried twice, but the tsp was not completed. Thus, after repositioning the devices, the rf was given several more times and the tsp was completed. There were multiple attempts tracking up and down the septum and the rf was applied between six and seven times in total before the tsp succeeded. There was also a difficulty imaging the versacross rf wire at some points. After the difficulty crossing, the patient was checked for pe, noticing it was accumulating and the patient's blood also pressure began to drop. Therefore, a pericardiocentesis was performed to remove the fluid and the patient's blood pressure returned to normal. Heparin was reversed and the procedure was cancelled. The patient was then admitted to the ICU to remove the pericardial drain, expected to fully recover. Products will not be returning for analysis. It was also mentioned that the patient did not experience any discomfort and remained stable throughout the procedure. The perforation was suspected to be near the interatrial septum. No other issues were reported. The physician believes that the versacross rf wire may have been more anterior than realized and possibly perforated when they applied rf.